Event description:
Our local partner in (B)(6) was contacted by a vns implanting surgeon asking for the results of analysis on a pt's explanted device. It at this time is unk whether the pt's explanted devices were returned to as not at the manufacture. It was reported that the pt was no longer feeling the stimulation and there was a device dysfunction. No further details were available. It is unk what product the dysfunction is against but likely the lead given their entire device was replaced. Good faith attempts are underway to locate their explanted product and investigate their reported dysfunction. Thus far good faith attempts have been unsuccessful.